Event description:
Additional information received indicates the patient's system was explanted and replaced to address the issue. Second lead and ipg were electively replaced.

Manufacturer narrative:
Initial reporter.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was unable to place their system into MRI mode due to high impedances. Surgical intervention may take place at a later date.